Event description:
Pt developed a staph. Aureus infection in a vectra graft placed in a loop configuration in the leg. When removing the infected graft, the physician reported that the outer porous layer was not visible on the entire length of the graft and the support fibers were surrounding the solid middle layer of the graft. Both suture lines were intact, as the sutures were secured in the solid middle layer of the graft. The pt was treated successfully with antibiotics and was dialyzed with a catheter.